Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels of 53 mg/dl. Reportedly, customer attributed low bg level to the extended bolus setting being set to a maximum of 2 hours. Tandem technical support (cts) educated customer that this setting can be adjusted to a duration greater than 2 hours. Additionally, data review by cts confirmed the pump was functioning as intended. Bg was addressed via consumption of carbohydrates the customer was instructed to consult with healthcare provider regarding bg level.